Manufacturer narrative:
Batch review performed on 27 march 2019: lot 186964: (B)(4) items manufactured and released on 25-oct-2018. Expiration date: 2023-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved in the event: ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115), lot 186533: (B)(4) items manufactured and released on 14-nov-2018. Expiration date: 2023-10-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2019 and subsequently, the liner dislocated from the head the same day while the patient was lying in the hospital bed. The reason for the dislocation was due to the vertical positioning of the cup and lack of sufficient offset. On (B)(6) 2019, the surgeon repositioned the cup, revised the flat liner with a hooded liner, revised the size 6 amistem p standard stem with a size 6 amistem p lateral stem, and revised the 32mm biolox head s. The surgery was completed successfully. An amis approach was used in the primary surgery.